Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for hyperglycemia while using the infusion device. The patient experienced high blood glucose levels, however the readings were not provided. The patient went to the hospital and was diagnosed with ketoacidosis. At the hospital the patient was treated with regular and nph insulin. The blood glucose results obtained at the hospital were not provided. The health care professional entered the history data of the pump and the oerforma combo meter, and noticed that the patient didn't have a blood glucose test for up to a week, and that he usually sends a correction bolus of 1 to 2 a day. Patient was instructed that high blood glucose must be due to the non-correction of bg and carbohydrates. She pointed out the importance of doing the bg tests and sending insulin to everything he eats. The patient was hospitalized from (B)(6) 2017. The infusion device is not being requested for return.